Event description:
It was reported that during a low anterior resection procedure, the staples fired but did not form correctly. Another device was used to complete the procedure. There was no pt consequence.